Manufacturer narrative:
Device already discarded by site.

Event description:
The manufacturer was notified of a case of memo 4d (4dm-28 ) ring dehiscence after 1 year of implant (doi: (B)(6) 2020, and doe: (B)(6) 2021). The patient was re-operated with good results. Based on the preliminary information received, the event appears to be related to a detachment of the sutures and not to a detachment of the fabric of the ring. The patient was already discharged from the hospital. The device is unavailable for return as it was already discarded by the site. The device was replaced with an edwards phisio ii size 26.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was already discarded by the site, no further investigation is possible at this time. Based on the information available, it is not possible to establish a definitive root cause for the reported event. However, per the document review performed, no manufacturing deficiencies were identified. Given that the reported dehiscence is related to a detachment of the sutures rather than a detachment of the fabric, a structural failure of the prosthesis is unlikely based on the information provided. Ultimately, given that no further investigation was possible and limited information on the event was provided, the root cause remains unknown at this time.